Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there is a "split" in the recharger cord and it's becoming hot while charging the ins. Pt confirmed they weren't physically burned by the cord. Pt stated they're also unable to fully charge the ins and that they're not getting a good connection. Troubleshooting was unable to be performed as an email was sent to the repair department to replace the recharger. Additional information received from the patient. It was reported that the patient was receiving the message "rm03" on their controller screen while recharging the implant. The patient was able to clear the message and they were able to charge the implant; the controller was at 40% and the ins was 40% charged and recharging. The patient noted that they should be receiving their replacement recharger later that day. The patient was advised to charge up the controller before charging the implant and the patient said that they could usually let the controller go down to 0%. The recharger was not getting hot and they reported that there was a short in the recharger. It was reviewed that the new recharger should resolve the recharging issue and error code problem. The patient planned on waiting for their new recharger to charge their ins.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, antenna test temperature. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.